Event description:
Reporter stated, revision surgery revealed polyethylene wear of the 7mm tibial insert. During this surgery, the replacement insert would not seat properly in the baseplate. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Eval of this tibial insert could not be performed as the device was not returned. The device history record could not be reviewed as the lot code was not provided. Attempts to obtain the device and/or device info have been unsuccessful.